Manufacturer narrative:
(B)(4).

Event description:
It was reported that the superior lobes of the spacer were in a more dorsal position due to excessive patient movement. The patient underwent a revision procedure where the 12mm size spacer was removed and replaced with a 14mm size spacer. The patient was reportedly doing well post op.